Manufacturer narrative:
(B)(4). The patient passed away on an unspecified date in (B)(6) 2013. The device was returned and the evaluation is ongoing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy on the homechoice machine. It was not reported if therapy was ongoing at the time of death. Prior to passing away, the patient had stopped eating and was placed on hospice care. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the event history record did not reveal any issues that could be related to the reported event. There were no keystrokes, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. An external and internal inspection was performed which revealed no anomalies. An evaluation of the device pneumatic system revealed no leaks and all pressures were correct and stable. A short simulated therapy was performed successfully. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Per pal evaluation, there was no failure, malfunction or iipv event identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a supplemental report will be submitted.